Event description:
The clinician reported that over 7 months after the dental implant was placed in ada site 4 in the patient's mouth, the implant did not achieve osseointegration in type IV bone. The clinician noted the patient's sinus perforation and insufficient bone quality/quantity. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.